Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked around the filter. This occurred ¿more than 12 hours¿ after the start of a 24 hour infusion of paclitaxel. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with an unspecified chemotherapy medication and blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to contamination, no further testing could be performed. The reported issue could neither be verified nor refuted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.